Manufacturer narrative:
Investigation: it is unknown how much time elapsed between the two methods of testing. Be advised, tests should be performed no longer than three hours between the readings. If the time of the tests exceeds three hours, changes in pt's status may contribute to unexpected inr values. Results are not considered valid if the length of time between the readings exceeds three hours. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 6.6, reference: 2.6, mean: 4.6, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. The inratio inr value was outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 308058 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 1.9, 1.8, 2.0, reference: 1.84, bias threshold: 1.34-2.34, %cv: 5.26; donor: (B)(4), inratio: 1.7, 1.7, 1.5, reference: 1.66, bias threshold: 1.16-2.16, %cv: 7.07. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. The time between testing was not provided. If the data points exceed a 3 hour testing window, it is not possible to rule out that the change in value was not due to a change in the pt's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot # 308058, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending

Event description:
Caller alleged discrepant inratio inr result in comparison to the reference point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 6.6, poc inr: 2.6. The time between testing was not specified but reported as the same day. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.